Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, there was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported the lead exhibited high threshold and high impedance measurements post operatively. Repositioning the lead was unsuccessful. A lead fracture was suspected. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.